Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming. It was also noted that the patient was having difficulty charging the ipg as the placement was deep. The patient underwent an ipg pocket revision. The patient was doing well postoperatively.